Manufacturer narrative:
As per the customer, this event had occurred over the last month and the device was discarded. Lot number was not provided and a device history record review could not be completed or documented. This event was determined to be reportable following edwards¿ standard procedure. Inaccurate readings are generally reportable because there are cases of patients that may receive inappropriate therapy as a result.

Event description:
It was reported that the pulmonary artery and central venous pressure were not giving accurate numbers, it was indicated that they were either too low or too high, not corresponding with patient's condition, the catheter won't wedge. Chest x-ray confirmed that the catheter was in the correct area but with the balloon inflated the waveform doesn't change and it won't wedge, monitor (bedside) just says "inflate balloon". When the catheter is out the balloon was working. Feedback from anesthesiologist indicated that once the catheter is wedged, the anesthesiologist pulls the catheter back, just a little, still stays in the pulmonary artery. Balloon did inflate, the anesthesiology pulled back just a little. The cable stays in the operating room (or) and new cables are used when patient is transported out of the or. Asked customer for possible lot number; however, the catheters are placed in the patient in the or and the nurse was unsure of the lot number or even a possible lot. The nurse is in another department and not sure of the lot number, could have come from another shelf in the hospital. Followed up with customer and conference technical support to obtain additional information. It was indicated that the arterial line was working, they were using a single transducer cable, and balloon was inflated prior to use. Customer stated that did not feel that this was related to the transducer. Also, confirmed that there were no patient complications. Device will not be returned, disposed at hospital. This event had occurred over the past month and device was not kept for evaluation.